Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he was going through reservoirs and no delivery alarms on the insulin pump. The customer stated the no delivery alarms were occurring when he manually primed the pump. The customer's blood glucose was unknown. The customer stated the no delivery alarm was resolved by a complete set change. Troubleshooting could not be performed as he no longer had the reservoirs. Nothing further reported.